Event description:
It was reported that the device would not communicate.

Manufacturer narrative:
Analysis found the device to be normal. The battery was sent out to the vendor. The rapid battery depletion was found to be caused by an internal anomaly in the battery.

Manufacturer narrative:
No medwatch form was received.